Event description:
No information accompanied the returned device. It was analyzed and tested out of specification. No patient complications have been reported since the device was removed from service.